Event description:
It was reported that the patient presented with chest pain and the procedure was performed to treat a de novo, 100% stenosed and mildly calcified lesion in the proximal left anterior descending (lad) artery. Pre-dilatation was performed using a semi-compliant balloon and inflated with a pressure of 16 atmospheres (atms). The stent of the 3.0 x 48mm xience xpedition stent delivery system (sds) was implanted, however, post deployment, fluoroscopy showed a distal dissection. Another same size xience xpedition stent was used to treat the dissection. There were no adverse patient sequela and there was no reported delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.